Event description:
It was reported by a pt that post a coronary drug eluting stenting treatment procedure, pt developed a severe body rash. The pt had a taxus express2 drug eluting stent placed and since then pt has been hospitalized on three different occassions due to severe body rash with itching, dizziness and with complaints of their "throat closing up". The pt contacted bsc four days after their third hosp admission. The following information was received from the pt, "caller states that pt had a taxus express2 placed in 2005 and has has to admitted to the hosp on 3 different occassions due to a severe body rash with itching, dizziness, to their throat closing up. Pt has been treated with solu-medrol and antihistamines during and post hospital visits. Their spouses states their diagnosis wa 'stress'." Additional information received from the physician's office indicates that the pt presented with unstable angina, acute coronary insufficiency and elevated troponin levels. It was determined pt should have a cardiac catheterization. Access was obtained through the right femoral artery. The mid left anterior descending (lad) artery was found to be nearly totally occluded with a clot, with timi 1 flow. The vessel was easily wire with a choice system and the lesion was predilated with a 2.5mm balloon. A taxus express2 2.5mm drug eluting stent was successfully placed and post dilated with a 3.0mm nc bandit balloon. Final angiography showed less than 10% residual narrowing within the mid portion of the stent. Brisk timi 3 flow was achieved. Aspirin and plavix were ordered for a minimum of 6 months preferably one year. The pt was admitted to the hosp on three different occassions over a period of three weeks post stent placement. The first admission was at a different facility on an uknown date with unknown complaints. The second admission was prompted by " a maculopapular rash under their breast, into their scalp and diffuse pruritus. "The urticarial rash was progressing to a maculopapular rash. The pt had been seen as an outpatient by dermatology but their rash had progressed. The pt was started on IV solu-medrol and had a dermatological follow-up. The derm physician felt the pt had "an urticarial reaction related to possible medications". The cardiologist fell it was most likely related to the plavix. Pt was discharged three days later and was put on a 2 week prednisone regimen, the plavix was changed to ticlid and the zyrtec was changed to claritin. Four days later pt presented for the third time with a rash, which the physician stated "is probably related to their "quite agitated, shaky, very anxious and hyperventilatory. " pt was admitted again for IV steroids and treated with anxiolytics and ambien. The physician decided to hold the lipitor because he wanted to limit their medications due to the severe allergic reaction. It is not indicated what date the pt was discharged from the hosp.